Manufacturer narrative:
Reliability analysis inspected five opened/used sensors and performed bicarbonate buffer test. Three of five sensors failed per specification due to low readings. Two remaining sensors passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensor. The customer received the change sensor alert as well as the bad sensor alert. The customer also experienced high blood glucose levels. The customer's blood glucose was 425 mg/dl. The customer treated the high blood glucose with insulin pump therapy. The customer was advised to remove and change out the sensor after troubleshooting. The customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.